Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device was explanted and used externally in association with a temporary pacing lead. The local boston scientific representative reported that the device was oversensing so the system was reprogrammed to voo. The device was subsequently removed from its external position and a new system was implanted after the patient's infection cleared. There were no additional adverse patient effects reported.